Manufacturer narrative:
The is one event (death) of two events reported for the same patient involving two separate products; associated mdrs #1225714-2013-03822, 03823, 03824 and 03825.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2012; and another cardiovascular event and subsequently expired on (B)(6) 2012, after the use of the product.